Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a persistent left occipital headache and left cervical pain. An x-ray was performed (B)(6) 2010. It was noted that the left cervical neuroelectrode had migrated. The neuroelectrode was repositioned to a more midline position. The patient resolved without sequelae. No further details were provided.